Event description:
The device was returned to the manufacturer for disposal after being explanted and replaced. It was noted that the lv (left ventricular) outputs were high. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Evaluation summary update: longevity was recalculated. Analysis of the device revealed normal battery depletion.